Event description:
The user facility reported that a 44-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak near the red handle. A purge sidearm bypass was performed as a result and the device was later exchanged for another 5.5. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The root cause of the purge leak was unable to be determined as no product was returned for investigation and insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.